Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed due to the distal head of the first metatarsal being shattered. The patient's bones were not completely fused/healed. When the patient walked, the distal head of the first metatarsal shattered medially. The patient may have walked too early. However, it was also noted that the plantar screw was not placed far enough distally. The patient was revised with a two-screw construct. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the information provided, it is likely that post-operative activity and placement of the implant and screws contributed to what was reported. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed due to the distal head of the first metatarsal being shattered. The patient's bones were not completely fused/healed. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.